Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the device could not be released. The device was retrieved with surrounding tissue. It happened at the second firing. The jaw was finally opened out of the abdominal area. Another device was used to complete the case. There were no adverse consequences to the patient.